Manufacturer narrative:
(B)(6). The complaint device is considered same or similar to a device marketed by smiths medical in the united states.

Event description:
Information was received indicating that after inserting this tracheostomy tube into the patient, the tube's cuff would not inflate. This caused the tube to be unstably indwelled in the patient's trachea. The tube was removed. No additional adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: two portex tracheostomy samples were received in used condition. The samples were visually inspected and no discrepancies were found. A leak test was performed and a leaks were detected in the cuffs of the returned samples. Relevant documents were reviewed and deemed adequate. The cuff assembly operation and inflation line assembly were reviewed with no discrepancies. Inflation tests were audited during thirty two (32) units finding no deflated cuffs. A review of the manufacturing process was conducted and was considered adequate and correct. Based on the evidence and testing, the complaint was confirmed. No problem source was identified.